Event description:
It was reporter that the procedure was performed to treat a lesion in the left circumflex (cx) coronary artery , with heavy calcification, heavy tortuosity and 95% stenosis. After pre dilating the vessel with a 1.5x12 semi compliant (sc) balloon, the 3x18mm xience alpine stent was deployed. A non-compliant balloon was used for post dilatation and a distal edge dissection was noted. Another xience alpine stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.